Manufacturer narrative:
Event conclusion: the device has been returned to cpi for testing. Analysis in process, and additional info will be submitted when it becomes available. Cpi's analysis of the ICD determined the loss of telemetry and tones was caused by batttery depletion. Electrical overstress damage to a component on the hybrid resulted in a high current drain that depleted the batteries.

Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was removed from service because telemetry could not be established.